Event description:
It was reported that the patient experienced pain at the site of their implantable neurostimulator (ins). A revision of the ins pocket was then performed. The issue was reported as related to the device procedure. The event issue was considered resolved as of (B)(6) 2012. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3898, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).